Event description:
The tibial insert would not fit the tibial baseplate (cat. No. 6632-3-425 lot no. Etmua). Another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.